Manufacturer narrative:
Based on available info, our medical determination is that a recurrence of this malfunction is likely to contribute to or lead to a serious injury/illness to the pt serious: an endotracheal tube whose inner tube collapses (delamination of inner layer) into the lumen resulting in an occlusion of the lumen is likely to lead to or contribute to a serious injury/illness to a pt should the malfunction recur. A blocked ett would not permit the adequate ventilation of a pt and this may have serious health consequences. Based on the investigation above, until pressure 120 cm h2o, no obstruction / delamination can be seen. There is no sign of mfg defect can be seen. Per info received from the customer they clearly mentioned the delamination occurred when they injected more or less 15ml of air into the pilot line. The instructions for use (IFU) clearly stated that the fixed amount of air is not recommended to be used for inflating the cuff as this will build up excessive intra cuff pressure leading to adverse condition to pt and product. In the case referred, this excessive pressure built up could have affected the product's design performance adversely. Ett are recommended to be tested for inflation and deflation prior to use and should not be used if defect is found. The instructions for use states that the inflation of the cuff by feel or measured amount of air is not recommended. Best clinical practice suggests using a cuff pressure manometer/gauge to fill airway devices. Reported to FDA on (B)(6) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Complaint received as follows from (B)(6): "we found out inner layer delaminated et tube withdrawn from the field."